Event description:
Information was received from a consumer and health care provider (hcp) regarding a patient receiving intrathecal therapy. The indication for use was non-malignant pain. The patient was receiving intrathecal drug delivery for chronic pain. On (B)(6) 2016, just after the pump refill, the patient had drug overdose symptoms and was rushed to the hospital, where he stayed for 5 days. On (B)(6) 2016, the pump was refilled again. Several ml of old medication were missing when extracted before adding new medication. After the refill, all was fine until 48 hours after the pump refill when the patient was unable to stand and was very sleepy. Five days later, control of legs and arms were slowly returning. The hcp said there was no defect in the pump, but something was not right. The patient was being monitored on their next fill (to be done on (B)(6) 2016) for comparison. The cause of the volume discrepancy was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.